Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead likely moved. This lv lead was reprogrammed to suit the new change. Moreover, the patient experienced phrenic nerve stimulation (pns), worse when sitting up or leaning forward. The lv lead remains in service. No adverse patient effects were reported.